Manufacturer narrative:
The device was manufactured between march 21, 2019 - march 22, 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.